Event description:
A customer reported receiving a blank screen on their precision xtra meter. The customer changed the batteries on their meter and the meter still did not power on. The customer reports being sick to his stomach, jittery and disoriented. He was transported to the emergency dept for treatment. The blood sugar reading at the ed was 471 mg/dl. The customer was diagnosed with hyperglycemia and was given medicine for his nausea, insulin to bring his sugars down, and an IV for fluids.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.